Manufacturer narrative:
A cardioquip technician submitted photos of tubing to epidemiology for investigation during an on-site inspection. Due to thediscoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of water quality. Following test results outside of cardioquip specifications, cardioquip recommended that either, (1) the customer reperform cleaning and disinfection procedures detailed in the IFU and reperform hpc testing, (2) have the device receive an internal water pathway replacement or, (3) participate in cardioquip's trade in program. These options would return the device to specification and full functionality. These options were relayed to the customer via email on 05/14/2024. As of the date of this report the customer has not responded to these options.

Event description:
Cq technician notified cq service that the internal tubing of this device was identified as potentially contaminated during an onsite inspection, and forwarded pictures of the internal tubing to cq for review. Cq director of operations and epidemiology reviewed the pictures and recommended that the customer perform a quarterly cleaning and disinfection procedure according to the IFU, and to perform hpc testing to gain a quantitative analysis of water quality. Hpc test results confirmed the devices water quality was outside of cardioquip specifications on (B)(6) 2024.